Event description:
It was reported there was a malfunction where the sensor does not connect. It was reported that a patient was exposed to radiation 50-100 times. There were no injuries reported.Based on the alleged event, the patient was exposed to radiation prior to the intraoral sensor system being ready to capture the intended image.

Manufacturer narrative:
Dentsply Sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return has been requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. We will continue to track and monitor the trend.